Event description:
Information was received from a consumer regarding a patient receiving morphine and bupivacaine via an implanted pump. The indication for pump use was spinal pain. The patient¿s representative reported that for probably the last 6-7 months, it had been taking the patient longer to connect to the pump. The agent assisted the caller in clearing the data. Prior to clearing data, the patient's data was 11.06 mb. The caller mentioned that they documented the clearing data steps while on the call, and that they would call back for assistance as needed.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown: product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.